Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off during use events since (B)(6) 2024. The infusion set was in use for 24 hours for both events. The blood glucose level was 140-150 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4)- MDR 3003442380-2024-08181- device 1 of 2.